Manufacturer narrative:
The device was evaluated by a zoll representative on-site. The customer's report was not observed during initial testing. The device was put through functional testing without duplicating a fault condition. The multifunction cable was replaced as a precaution. The device was put back in service by the customer. The multifunction cable was returned for evaluation; no discrepancies were found during testing. The pads, electrodes or lead cables were not sent for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.